Event description:
The international distributor of cryocyte bags reported the bag seal cracked during the bag thawing in a water bath. The bag contained 100 mnl of peripheral blood stem cells, which were transplanted into a pt. The customer indicated the pt rec'd the whole dose of stem cells because the cryocyte bag was frozen in a sterile plastic bag. The pt did not receive additional prophylactic antibiotics due to the breakage and there was no serious injury reported. The duration of storage was approximately 1 month. The customer stores frozen cryocyte bags in a mechanical freezer but did not specify the final storage temperature. Bags are frozen in metal cassettes and stored in paper boxes. Bags are thawed in a 37 degree water bath. Collection, freezing, storage, and infusion of stem cells are all done at one facility, so there is no transport of the bags after freezing. The bag was not available at baxter for evaluation.